Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a leak at the junction of the device, which was placed but neither fitted nor threaded onto the equipment. The status of the product at time of event was during use with patient. There was no reported patient harm/adverse event.

Manufacturer narrative:
One device was returned for analysis of complaint of leakage. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, a channel leak was observed between pvc tubing and its male luer. When the set was pull tested between the pvc tubing and the male luer; the tubing broke near luer within the specification limit. The probable cause of the channel leak had occurred due to insufficient solvent coverage around the tubing during assembly.